Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer returned the generator to the service center for evaluation as the device was not working properly. However, MDR reportable failure was found during onsite inspection result in a e433 error. There was no patient involvement.